Manufacturer narrative:
This incident was initially assessed as not reportable on 2/4/2008; however, additional info became available to s&n on approx two weeks later, indicating that the device remains in the pt.

Event description:
In 2008, sales rep confirmed that the surgeon was able to secure the t's with two of these devices. It was necessary to cut the sutures away and leave the t's in the pt on one device. An additional device was opened as a result. There were no pt injury or complications noted.